Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder has not allowed a proper filling of the tube. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "the needle has not allowed a proper filling of the tubes. The first conclusion of the customer is that there were some poorly sealed joints between the visualization chamber and the body of the needle that has facilitated a sample leakage, although this has not gone outside and has been contained within the body of the needle."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for excess blood in the flash chamber with the incident lot was observed. Additionally, draw testing of the customer samples was performed and all samples performed as expected. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for excess blood in the flash chamber with the incident lot was observed. Additionally, testing of the customer samples was conducted and the issue was not observed. Root cause description: based on the investigation, the most likely root cause of excess build-up of blood within the flash chamber was determined to be related to a user-related issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder has not allowed a proper filling of the tube. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "the needle has not allowed a proper filling of the tubes. The first conclusion of the customer is that there were some poorly sealed joints between the visualization chamber and the body of the needle that has facilitated a sample leakage, although this has not gone outside and has been contained within the body of the needle"